Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted (B)(6) 2012. (B)(4).

Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) had been beeping recently. It was discovered that the right atrial (ra) lead was exhibiting high impedance. The lead remains in use and the patient is to continue follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.